Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection of the device found it to be in excellent condition. Upon review of the event history log of the pump, the following evidence of the reported customer complaint was found: (B)(6) 2020 9:43:08 am system fault 41,541 occurred 1 0 0 3. Device underwent functional testing; unable to confirm the reported customer complaint.

Event description:
Information was received indicating that a smiths medical pump was presenting with error code 41, and 541. There was no patient present at the time of the event. There were no reported adverse events.